Manufacturer narrative:
The device history record (DHR) could not be reviewed for the product noted on this complaint since there was no lot number provided. A search of our complaint database related to this lot of product could not be performed since no lot information was provided. A review of maintenance and calibration records for work performed during production of the lot could not be conducted since no lot information was provided (and therefore no manufacturing date could be determined). A review of process or material changes that might have contributed to the noted defect could not be effectively conducted due to the unknown date of manufacture for this lot. No valid process monitoring data could be reviewed since no lot information was provided. A review of the machine setup as configured during the manufacture of this product could not be conducted without the ability verify (through lot-specific DHR process documents) which machine(s) were utilized in the manufacture of the lot or review machine set up and changeover records. A review of the sterilization process during the time this product was made could not be performed due to lack of lot identity. All needle product family sterilization validations were reviewed finding up to date acceptable results. Due to the lot number being unknown, no DHR review could be conducted that could provide any additional observations related to this condition reported by the customer. There were no samples submitted with this complaint. The issue reported by the customer could not be confirmed. The complaint shall be reopened if a sample is received. The exact root cause of the issue reported by the customer could not be determined without an actual sample to examine and without the product's lot number (which would help obtain the necessary manufacturing information). Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, good housekeeping practices are utilized within the facility, a dress and personal hygiene procedure is in place and the syringe/needles are supplied sterile and remain sterile until the package is opened. Without the products lot number or returned sample to help verify confirmation of a defect or investigate potential causes, corrective/preventive actions cannot be proposed at this time. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.

Manufacturer narrative:
Submit date: 03/02/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer is reporting that a patient got an infection. They think this infection may be related to a medtronic needle coring the membrane of a vial and then the cored material was injected [intravenously] into a patient. This was reported following a separate event whereby the nurse noticed a micro rubber particle in a syringe prior to administering the fluid. They believe it came from the needle while piercing the rubber on the vial. The customer reported that there is no additional information regarding the specific patient who had an infection. The customer also stated that there is no evidence that the needle caused the IV infection; it was an assumption the customer made based on another complaint.